Event description:
The physician who performed an omni procedure, reported that there was some resistance felt while advancing the device into the schlemm's canal and the catheter kinked at the cannula. The broken off part of the catheter was retrieved using a micro forceps from the schlemm's canal. A new device was used to complete the procedure without further incident.